Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a redo atrial fibrillation ablation procedure, a pericardial effusion occurred. Near the end of the procedure, when finishing the cavo-tricuspid isthmus ablation line, it was noted that the left ventricle did not appear to be contracting well. The patient became hypotensive and an echocardiography and ultrasound confirmed the pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.